Event description:
The manufacturer received information alleging a ventilator was alarming non stop when plugged in. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display board and machine flow sensor were replaced to address the issue. There was an evidence of dust and dirt contamination.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming non stop when plugged in. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display board and machine flow sensor were replaced to address the issue. There was evidence of dust and dirt contamination. The display board was evaluated by the manufacturer's product investigation laboratory (pil) and found the display board functioned as designed and operated without issue or error codes.